Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the rewind process. The current blood glucose reading is 120 mg/dl. Customer was hit by a wave. During troubleshooting, the displacement test failed. Nothing further reported.